Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The patient presented for percutaneous transluminal angioplasty. The 90% stenosed target lesion was located in an internal shunt anastomosis in a moderately tortuous and severely calcified vessel. A 5.0mm x 40mm x 75cm athletis pta balloon dilatation catheter was advanced. However, during the first inflation at 15 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient injuries reported and the patient condition post-procedure was good.